Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm 06 occurred. Reportedly, the pump was not outside of the allowable operating altitude range at the time of this alarm. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 217 units of insulin during the load sequence. Lastly it was reported that an alarm 30 occurred. Customer changed the cartridge to address the issues. Customer's blood glucose level was 304 mg/dl.